Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer intermittent occlusion alarms occurred. Customer's blood glucose level was 500 mg/dl. Customer delivered a bolus and manual injections to address blood glucose level. Reportedly, the customer performed a supply change to address the issue. Customer declined troubleshooting with tandem technical support.